Event description:
It was reported that a reconstitution device was found with unspecified "contamination" in the primary packaging. This condition was discovered prior to use; however, it is unknown in which care area this event occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample for evaluation. A visual inspection was performed and found burn marks on the device. Upon further inspection, it was determined that the burn marks were from the molding process. The cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.